Manufacturer narrative:
Investigation summary: the report of a separation of the distal end connector from the silastic sleeve could not be confirmed through this evaluation as no photos of the reported damage were submitted and no product was returned. The patient remains ongoing on heartmate ii lvas. No product is available for investigation. No additional complaints have been reported at this time. The separation of the driveline's silicone sleeve was previously investigated, and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by car #(B)(4). The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 4 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that there was separation of the silastic sleeve of the driveline at the distal end connector. On (B)(6) 2019, clam shell repair was performed. No additional information was provided.